Event description:
It was reported that the arctic sun device would not fill with 3.5l sterile water/ cleaning solution mixture, during 6-month service. System diagnostics include, inlet pressure, water flow rate, circulation pump command were abnormal. Per review of wo on 31jul2024, there was no patient involvement. Per follow up information received via mail on 05aug2024, it was reported that the device was sent into a bd facility. The device issue was resolved, and in sample evaluation it was noted that following action was performed, general maintenance performed, 2000-hour service performed, level sensor physical broken and replaced, power cord need to be replaced due to high resistance. Sensor calibration and est performed. Unit cannot finish the filling process, insufficient filling function during decon. Confirmed the issue related to the faulty circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated. During the evaluation, found in decontamination, the arctic sun would not fill. System diagnostics include, inlet pressure, water flow rate, circulation pump command was abnormal. Circulation pump was replaced. Power cord was found to have high resistance. Level sensor was physically broken. General maintenance performed. 2000-hour service was performed. Level sensor was replaced. Power cord was replaced. Sensor calibration was performed. Device passed all applicable testing. Per s03fa211 rev. 21, a DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone number that is available is (B)(6). The complete initial reporter zip code that is available is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill with 3.5l sterile water/ cleaning solution mixture, during 6-month service. System diagnostics include, inlet pressure, water flow rate, circulation pump command were abnormal. Per review of wo on 31jul2024, there was no patient involvement. Per follow up information received via mail on 05aug2024, it was reported that the device was sent into a bd facility. The device issue was resolved, and in sample evaluation it was noted that following action was performed, general maintenance performed, 2000-hour service performed, level sensor physical broken and replaced, power cord need to be replaced due to high resistance. Sensor calibration and est performed. Unit cannot finish the filling process, insufficient filling function during decon. Confirmed the issue related to the faulty circulation pump.